Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total gastrectomy/r-y procedure, the surgeon set the device on the tissue and tried to squeeze the ring handles for locking, however the shaft was broken. The procedure was completed with another device. No noted problem to patient status.